Manufacturer narrative:
Product investigation summary: the two (2) broken screws were received for evaluation. One (1) screw was broken under the screw head and the other screw was broken approximately in the middle of the thread. On the thread of one (1) screw, there are signs of usage and the other has signs of damage. Because the screws were received without the original labeling, they cannot be distinguished from one another.based on the investigation results, and without the broken parts, the exact root cause cannot be determined. The device history record review could not be performed as no lot numbers were provided. It is likely that multiple factors led to the breakage of the screws. Perhaps wrong torque or angulation on the screws while tightening or loosening may have caused the problem. According to the signs of use on the threads, it is likely that the screws were in contact with some metallic part. As a result, the screws became stuck requiring excess force to tighten or loosen the screws. This would account for the visible damages, which were the result of too much force. Based on these results, it can be concluded that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two cortical screw heads broke off during surgery. The screw bodies were left in the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 02. May 16 - additional information from received op-notes on (B)(6) 2016: when they placed the screws, two screw heads broke spontaneously. The screw blade could not be removed. However, the fracture was sufficiently stabilized to stop there. Additional information received via e-mail (B)(6) 2016: event date is (B)(6). Operative notes received in french and send for translation.